Event description:
It was reported that during sterile processing the unit broke. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Complaint reported in error; four devices were reported but only three devices were affected. Complaint reported in error.

Event description:
It was reported that during sterile processing the unit broke. No patient involvement or procedural delays were reported with this event.